Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely depressed total bilirubin result is unknown. The instrument is performing within specifications.

Event description:
A falsely depressed total bilirubin result of 12 mg/ml was obtained on a sample from a 4 day old patient. The original result obtained was 39.6 mg/ml. The original sample was retested on an alternate analyzer and a result of 12 mg/ml was obtained. The result of 12 mg/ml was reported to the physician. Five days later, the physician questioned the result. The five day old sample was retested on both analyzers and a result of 23 mg/ml was obtained. Patient treatment is unknown. Analysis of the instrument and instrument data indicate that the cause for the falsely depressed total bilirubin is unknown.